Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for tibial shaft fracture with the nail. During nail insertion and after inserting the reaming rod into medullary cavity for reaming, the surgeon attempted to remove the reaming rod, the ball at the tip became stuck at the tip of the nail and could not be removed. The surgeon attempted to remove it several times but it did not work, so the surgeon removed the nail along with the reaming rod and attempted to reinsert it, but when the surgeon checked its condition, they found that the polymer inlay at the distal end had shifted and recovery was difficult. So after consulting with the surgeon and senior doctor, they took out a new nail of the same length but 1mm thicker, inserted it, and the surgery was completed successfully with more than 30 mins of delay. After cleaning the removed nail and checking its condition again, the surgeon found that bone fragments had become lodged in the tip opening.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. A manufacturing record evaluation was performed for the finished device. Product code: 04.043.125s. Lot number: 8688p56. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 08 dec 2023. Manufacturing site: jabil bettlach. Expiry date: 01 dec 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.